Event description:
The customer reported daily checks and diff background failing on the unicel dxh 800 coulter cellular analysis system, r flags were also being recovered on retic controls. The fse later discovered a leak of approximately 3-4 mls of fluid which was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) confirmed that the vcsn ramp had failed due to a defective vcsn module. Upon further inspection the fse discovered a leak in the area of mf202/204 from qd8. The fse tightened qd8 resolving the leak, diff background failures and r flags. (B)(4).